Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. Customer did not pressed button for 3 minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring=black. Case type =ngp. On (B)(6) 2022 customer called in with the following concern: patient received a stuck button alarm. Keypad anomaly/stuck button alarm. P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Keypad overlay was removed, and severe corroded keypad traces was noted during visual inspection. Cleaned keypad traces with cotton swab and keypad became responsive. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals no stuck key alarm (61) were recorded in download history files. However, hardware low level failures alarm, 68, 49 and 23 were recorded on november 04, 2022. Per software engineering log hardware low level failures alarmfile=522 line=341 were the cause of watch dog failure. Isolate to electronic assembly. Unit received with cracked case (battery tube), cracked battery tube threads and missing display window cover. In conclusion, customer allegation was confirmed, device was received with unresponsive button due to corroded keypad traces. However, during download review device error 63 was recorded. Isolate to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.